Event description:
Related manufacturer report number: 2916596-2021-03366 it was reported that a cause for the power and flow elevation was not determined. The low voltage and elevated flow alarms resolved with controller exchange. The patient was home and stable and remains on routine follow-up care.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had multiple low voltage advisories and reports a soft pitch sound when disconnects from power source. During the analysis of the log file we observed low voltage advisories and power cable disconnects. These occurred on both batteries and mpu. This looks to be an issue with the leads on the controller. It was recommended to change out the system controller as well as cleaning the battery clips and battery contacts.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage advisory and power cable disconnect alarms were confirmed via the submitted log file; however, the reported soft pitch sound was not confirmed. A review of the submitted log file spanned approximately 17 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). Throughout the entire log file while the controller was connected to batteries and the mpu, there were intermittent power cable disconnect and low voltage advisory alarms that activated due to rsoc voltages fluctuating outside the expected voltage range on both cables. The alarms cleared shortly after each time and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was not returned for analysis. Additional information communicated on (B)(6) 2021 stated that cleaning the batteries and clips did not resolve the issue. Exchanging the controller resolved the alarms. The heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and low voltage advisory alarms. Heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.